Manufacturer narrative:
This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional tests were performed. The pump was in excellent physical condition. Event history log (ehl) showed motor rate error. Run motor drive and occlusion test were performed; the reported problem was not duplicated. The root cause of the issue could not be determined. Actions were taken to mitigate the reported issues: performed preventive maintenance (pm) and the device passed all functional tests.

Event description:
It was reported that the pump had a motor rate error during an occlusion test. No patient injury was reported.